Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing an increase in seizures and was admitted to the hospital. The physician was considering referring the patient for a prophylactic generator replacement. However no surgical interventions are known to have occurred to date. No additional relevant information has been received to date.